Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified white particles in the shell, calcification, fold creases, wear abrasion, and an opening on the posterior side. A leak test and microscopic analysis were performed which identified a sharp crease opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the anterior side due to a fold flaw opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.